Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation without patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and the device passed. The device passed electrical testing. Temperature verification found the temperatures to be within specifications. A volumetric accuracy test was performed and the device failed due to multiple fills and drains being outside of volumetric specifications. Test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. The evaluation revealed the cause of the failure to be deteriorated piston foam and a cracked door piston. Pal recommended scrapping the piston foam and the door piston. Should additional relevant information become available, a supplemental report will be submitted.